Event description:
I purchased this atomizer approx one month ago, since that time, it has been touch and go. Sometimes it works and sometimes it won't. It just quit functioning. I paid (B)(6) for this product and my question is, if this is being recalled, why is it still on the market and in one of america's largest drug retailers (B)(4)?. Dates of use: (B)(6) 2013. Reason for use: short of oxygen.